Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements. Technical services (ts) reviewed the data and noted that impedance values had been variable but generally stable. Ts suspected that the behavior was related to normal physiologic variation, likely influenced by patient posture during daily measurements. In addition, it was recommended to increase the upper alert limit to 150 ohms. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.